Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, pump won't run". Per reporter residual volume was: 50.6, rate 1.2 and 3.95 was given. No additional information is available at this time. No adverse patient effects were reported.